Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device in the medical equipment company representative's stock displayed a gray battery status bar. The device was stored indoor for over three days, but the issue persisted. The device was not used and there was no patient involvement.